Event description:
It was reported that this right atrial (ra) lead exhibited noise that was not oversensed. It was noted that the lead had stable measurements. Technical services discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).